Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the product analysis was unable to confirm the reported event. Dehiscence is included as potential adverse events within the product labeling; therefore, it was concluded that the reported event is a known inherent risk of the device. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the pump component was visually and microscopically inspected; no damage or irregularities were observed. The pump passed the leakage testing. The cylinders were visually and microscopically examined. A hole was observed in cylinder 1 in the outer tube that was the result of sharp instrument damage consistent with damage during the explant procedure; a leak was observed from the hole during leakage testing. Cylinder 2 passed visual inspection and leakage testing. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists dehiscence as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced a penoscrotal incision dehiscence. Even though there was no device issue, the doctor decided to perform a revision surgery in which the patient's cylinder and pump were removed and replaced with spectra cylinders. The patient is expected to fully recover.